Event description:
It was reported that the patient had caught with urinary tract infection and had stopped using the doctor's office. Patient had been using it with female wicks. No further details were provided and it is unclear if the lot number was requested. Per additional information received via email on 02jul2025, patient said they had moved to an assisted living facility on (B)(6) 2014, following surgery. On the same day in 2024, they began using the purewick system. In (B)(6) 2025, the customer experienced a urinary tract infection. Then, in (B)(6) 2025, they noticed blood on the purewick device one morning. Subsequent testing confirmed another urinary tract infection. As a result, the customer decided to discontinue use of the purewick system. They informed the nurse overseeing their care at the facility about both the incident and their decision to stop using the product. Around that time, they had just received a new order from purewick. The customer contacted liberty medical, explained the reason for the return, and received instructions on how to return the system.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. No actions can be taken at this time since a root cause was not identified. The DHR review could not be performed without a lot number. The instructions for use were found adequate and states the following: ¿indications: the purewick flex female external catheter is intended for non-invasive urine output management in adult users with female anatomy, for conditions such as urinary incontinence. Warnings: the purewick flex female external catheter is designed for single-use only. Trying to wash, sanitize or reuse it may lead to risk of infection or illness. This may damage the product and materials. The product may not work and cause injury or illness. To avoid potential skin injury, never push or rub the product against the skin during placement or removal. Do not block airflow to the product (e.g. Blocking the vent hole, bedpan, barrier creams). Do not insert the product into the vagina, anus or other body orifice. Stop use if an allergic reaction occurs. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Do not use on users with frequent episodes of stool incontinence without a fecal management system in place. Do not use on users with skin irritation or breakdown at the site. Use with caution on users who had recent surgery of the external female anatomy. Do not use on users with moderate/heavy menstruation who cannot use a tampon.¿ UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.